Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 1500 mg/dl; cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was not released from the hospital at the time of reporting. A replacement pump was sent to resolve the issue.